Event description:
Twice in the last two years rptr has narrowly missed serious injury as a result of a fall caused by breakage of an ankle component in his right leg prosthesis. Rptr can only surmise that the ankle component was either improperly manufactured or made from inferior materials.